Manufacturer narrative:
Third party service agent replaced the user interface pcb assembly, a proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. A replaced user interface pcb assembly was sent to the parts analysis center (pac) for the further evaluation. The user interface pcb assembly was evaluated by pac and the the reported issue was root caused to a capacitor, designator c181, being cracked and shorted. This issue resulted in the device booting up to a white screen and being unable to complete the boot-up cycle.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Service agent evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The third party service agent contacted physio control to report that their customer device had displayed a white screen when powered on. A white screen is indicative of a device lock up and the device may not be able to provide defibrillation therapy, if needed. There was no patient use associated with the reported event.